Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, the patient admitted with abdominal pain and gi bleeding. CT scan revealed that one of the filter limb was found extruding out the posterior wall and abutting the l3 vertebral body. Four years followed by, the patient had sob and chest pain. CT scan revealed that the patient had bilateral pulmonary thromboemboli. Following year CT scan revealed that the ivc filter legs protruded through the ivc wall with one leg abutting and possibly partially penetrating the abdominal aorta. Following year, CT scan revealed that the recovery filter was occluded. Also, major and minor filter struts had penetrated the caval wall. Two months followed by, the femoral wire was then advanced the level of the ivc filter; however, it could not traverse the filter likely due presence of caval webs. Rigid forceps were then advanced through the right internal jugular sheath. The filter apex was carefully dissected free and engaged with the forceps and the sheath was advanced to capture the filter. The filter was then removed through the sheath. Therefore, the investigation is confirmed for filter limb perforation of ivc wall, occlusion and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and pre-op lumbar surgery, recurrent dvt on a/c. At some time, post filter deployment, it was alleged that the filter was occluded and the filter struts embedded and perforated through ivc wall, l3 vertebral body, retroperitoneum and abdominal aorta. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post-filter implant and abdominal pain; however, the current status of the patient is unknown.